Event description:
Boston scientific received information that this implantable lead displayed high pacing impedances and thresholds. The lead was explanted during a routine pulse generator change out procedure. There were no adverse patient effects reported. The lead will not be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.